Manufacturer narrative:
Correction to b3 of the initial report. See b3 for further details. Correction to d4 (UDI) number of the initial report. See d4 (UDI) number for further details. Correction to e1 (telephone number) of the initial report. See e1 for more details. Correction to g2 of the initial report. "Other" should not have been selected as a report source. Correction to h8 of the initial report. See h8 for more details. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024 sampling from: distal end cfu: (B)(4). Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: (B)(4) bacterial identification: n/a. Sampling from: a/w channel cfu: (B)(4) bacterial identification: n/a. Sampling from: auxiliary water channel cfu: (B)(4) bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no detection. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the flex videoscope tested positive for 14 colony forming units (cfus) of enterobacteriiaceae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.